Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that he also had a low reservoir alert. Customer changed his set and received the alarm while filling the tubing. Customer stated that the drive support cap appeared to be normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer declined troubleshooting for the low reservoir alert.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The unit was unable to verify compromised force sensor alarms due to motor error alarms. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corner, belt clip slot, battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.